Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. Through ultrasound findings was noted "simple cyst. Oval, parallel and circumscribed nodule, heterogeneous, composed of adipose and fibroglandular tissue, suggesting fibroadenolipoma". This record is for the right side. The device remains implanted.